Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was 340 mg/dl at the time of the event. No further information available.